Event description:
The customer reported to olympus that the visera elite video system center had a blackout occur during an unknown therapeutic procedure (no error code). The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
To date this device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The manufacturer date and the device history record were unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. However, it is likely the unit may have a defective part such as: a video cable, monitor, converter or circuit board (video board 2f or 3f). Olympus will continue to monitor field performance for this device.